Event description:
Adverse event: "delay of 10-20 minutes". Product problems: "many issues with the device" (device issue). A nurse reported that the facility is seeing many issues with the device and reporter does not remember specifics related to the incident. Site contact reports that none of the issues led to pt injury and the longest delay with these recent issues has been 20 minutes (most less than 10).

Manufacturer narrative:
The territory mgr examined the sys and was unable to duplicate the customer reported event. The event log was downloaded and a service test procedure was completed. On (B) (6) 2010, the assy, pcb, power controller were replaced as a result of conducting the service test and not a result of the reported issue. No add'l info was provided. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4). (B) (4).